Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified, which occurred during the therapy initiated on (B)(6) 2013 at 19:34:51. During night drain cycle two, the patient's ultrafiltration reading was 1038ml, indicating the home patient (hp) drained 1038ml more than their maximum programmed fill volume of 1600ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the iipv event. The cause was a false empty detect and use error; clinician inappropriately set the minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.